Event description:
Customer states that at the end of treatment, upon disconnection of the bloodline, the connection was so tight that a male individual had to apply added pressure to disconnect the blood set from the catheter. The catheter luer broke upon disconnection. 3 total incidents. This resulted in hospital admissions for placement of new catheters. No additional information provided.